Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
Date of event: 19-dec-2024. Date of report: 20-dec-2024. The end-user experienced severe hypoglycemia on (B)(6) 2024 while at a grocery store, resulting in an emergency response. The user had an elevated blood glucose (bg) level prior to the event and entered two meal announcements within one hour, along with correction doses, which led to a rapid bg decrease. The user became unresponsive at the store, prompting employees to call ems. The user was transported to the emergency room (ER) and treated with IV insulin, fluids, and sugar. The user reported a lowest bg level of 54 mg/dl during the event, with hypoglycemia lasting approximately one hour. Immediate health effects included unresponsiveness, though the user was uncertain if consciousness was fully lost. There are no known long-term effects. Upon discharge on (B)(6) 2024, the user resumed using the ilet system and expressed interest in speaking with a trainer about possible adjustments to improve management. Additional training has been completed.